Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that uninterruptible power supply (ups) battery was required to be replaced. Once replaced by the representative, the system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the navigation system flashed a message stating that the system will shut down if not plugged into a wall outlet when the system was plugged into an outlet in the room. The system was moved to another outlet and was booted up into the application. After some time, the system shut down unexpectedly (no indication if the warning was displayed). The site booted the system up again and worked through the remainder of the case. It was later noted that the system had actually shut down 4 times but the surgeon no longer needed navigation. The representative did a self-test and showed good battery percentage and the system remains on after disconnected from power. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis from the logs and archives found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis on the returned ups resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the uninterruptible power supply (ups) was tested and no issues were found. If information is provided in the future, a supplemental report will be issued.